Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 400 mg/dl range and a correction bolus via the pump was used to address the bg level. As the contact did not have the pump present when tandem customer technical support (cts) was initially contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed. Since the call to cts, the customer had changed the infusion site.